Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. A gap was present in the staples. The first 24 staples were loose in the cover block. The 7 remaining staples were stuck in place. The stapler was returned with 31 staples remaining in the cover block, indicating that at least 4 staples were fired by the customer. The trigger was returned engaged. One partially formed staple was loaded at the front of the device. Clear evidence of use in the form of biological material was present on the device. The stapler was returned with one partially formed staple loaded in the cover block. Upon full engagement of the trigger, the first partially formed staple fully formed and released. The second fire attempt resulted in the staple fully forming and releasing. Pusher did not move forward when the trigger was engaged. Functional testing could not be continued due to the severe misalignment of the staples. The remaining staples could not move down the track and fire correctly due misalignment of the staples. The stapler was disassembled. Die casting anomalies were discovered on the forming tool. The saddle spring was observed to be correctly attached to the pusher. A total of 7 staples were stuck in place against the pusher; these jammed staples appeared to be the reason the pusher was also jammed. The staple at the front of the jammed staples was removed and measured. It appeared that this staple was out of specification and prevented the remaining staples from moving down the track and firing properly. Dimensional inspection was performed on the anvil and was found to be out of specification. No other defects or anomalies were observed. A device history record review was performed, and no relevant findings were identified. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be severely misaligned. A gap was present in the staples due to a jammed line of staples against the pusher, causing the pusher to be jammed. Dimensional inspection was performed on the staple at the front of the staple jam. It appeared that this staple was out of specification and prevented the remaining staples from moving down the track and firing properly. Dimensional inspection was performed on the anvil and was found to be out of specification. Die casting anomalies were discovered on the forming tool. A non-conformance was previously opened to address the issue of misfire/jamming in wide visistat staplers. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".